Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the affiliate that the tlc55 instrument was used to transect the bowel tissue in the correct manner and all four rows of staples formed correctly. However, the stapler failed to cut at all. The procedure was completed by the surgeon cutting between the staple lines. There was no consequence to the pt.